Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer and the patient was checking to see if the pump was being returned to the manufacturer and if he could have it back as a souvenir on his book shelf. The patient requested the pump (empty of mediation) be mailed directly to him after analysis was complete. It was reviewed that if sending the pump back was approved, then it may need to be sent back to the doctor. It was mentioned the pump had ¿failed¿ and it was reviewed that the patient was sleeping when the motor stall/alarm occurred. No further complications were reported/anticipated or expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The device will be returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone), morphine, bupivacaine, and clonidine all with unknown doses and concentrations via an implantable pump for non-malignant pain. It was reported the patient's morphine pump "craped out with a high critical alarm" at 2:38 am on (B)(6) 2017. The patient was told they would have a pump before the week was over and they had no pump and was violently "I'll" and could not control anything. It was noted that the medicine "sucked and controlled crap." The patient has never felt so sick. The patient later reported their device malfunctioned on (B)(6) 2017 and was in detox for a week. They noted that the morning of (B)(6) 2018 their completely defective pump was replaced by a new pump. It was later reported by an hcp via rep that on (B)(6) 2017 their pump began to alarm so they went to the emergency room (ER). The patient was being followed by basic home infusion for pump refills. The basic home infusion nurse went to the ER and interrogated the pump with the 8840, and the error message for motor stall came up. Because of the holiday, no hcp were available to address the issue at that time. The patient was sent home. The patient returned to the ER the following day ((B)(6) 2017) because they were experiencing withdrawal symptoms in the form of nausea, diarrhea, profuse sweating, and increased pain. The patient was given comfort measures and sent home. The rep was contact on (B)(6) 2017 by an hcp. At that time, the rep started to contact surgeons to see if anyone had any availability to get the patient in and scheduled before the new year, the first available appointment that the rep could get the patient was on (B)(6) 2018. The patient's pump was explanted and replaced on (B)(6) 2018. It was noted that the issue was resolved at time of report, and the patients status was "alive-no injury." The patient's weight was unknown. The event date was (B)(6) 2017. No further complications were reported/anticipated.